Manufacturer narrative:
(B)(4). Concomitant medical products: 00620206622, 07886831, shell porous with cluster holes 66 mm. 00630506636, 61593601, liner standard 3.5 mm offset 36 mm i.d. For use with 66 mm o.d. Shell. 00625006530, 62143465, bone screw self-tapping 6.5 mm dia. 30 mm length. Report source: foreign country: (B)(6). Reported event was confirmed by review of medical records received. Review of the available records identified the patient underwent removal of an antibiotic cement spacer with the placement of a revision total hip system due to a complicated periprosthetic infection. The patient presented fever, tachycardia, skin discoloration, suspicion of joint empyema, aspiration yielded purulent fluid, and periprosthetic infection. Patient agreed to do irrigation and debridement but wished to keep tha implants in place. The patient had presented persistent secretions and signs of infection. The tha implants were removed, and the palacos spacer was implanted. The femoral component was removed with an osteotomy, which was stabilized with titanium cerclage wires. The device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-05186, 0001822565-2019-05187, 0002648920 - 2020 - 00205.

Event description:
It was reported the patient underwent removal of an antibiotic cement spacer with placement of a revision total hip system after a complicated periprosthetic infection. The patient experienced another hip infection leading to irrigation and debridement of the joint without product exchange per patient request. Subsequently, the patient was revised approximately six months post implantation due to ongoing infection. Patient underwent removal of all tha components with placement of an antibiotic spacer. Operative report stated pseudocapsule debrided with a lot of blood drained from the membrane and significant heterotopic ossification present and removed. Wound healing as expected, intraop cultures were negative. Attempts have been made and additional information on the reported event is unavailable.